Event description:
Boston scientific received information from the local sales representative that this programmer was smoking during power up and the screen remained blank. No adverse patient effects. The sales representative will return the programmer for analysis and a new programmer will be sent out.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the allegations from the field. There was a short in the programmer. The programmer has been successfully repaired and will be sent back to the field.